Event description:
Related manufacturer number: 9680001-2018-00114, 2182269-2018-00097, 3005334138-2018-00243, 2030404-2018-00056. During an atrial fibrillation ablation procedure, a cardiac pericardial effusion occurred. After ablating the pulmonary veins, an intracardiac echocardiogram revealed a pericardial effusion. The patient became hypotensive for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.